Manufacturer narrative:
Device evaluation: the product was returned for investigation on february 17, 2025. The investigation was completed on march 18, 2025. Only the cutting loop has been returned. The whole body is missing. The cutting loop is broken off at the exit of the yellow insulation. The broken surface shows a ductile appearance. As the broken surface shows a ductile appearance - sign of a break by force - it is most likely that the electrode got exposed to excessive force during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a piece of the bipolar loop was found in the patient's ureter during cystostoscopy. The patient underwent surgery in (B)(6) 2024. In (B)(6) 2025 he underwent a cystoscopy because he was no longer able to urinate. During the cystoscopy, the surgeon found a piece of a bipolar loop in the ureter. This piece was removed from the urethra and urination resumed. Because of the additional surgery a re-hospitalization and the dysuria the event is deemed reportable.